Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) is currently underway. The reported problem (battery/charger fault) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack.

Event description:
A review of a (B)(6) male pt's download revealed several battery/charger faults. The pt was contacted and issued replacement battery packs and a battery charger.